Event description:
It was reported that during the implant attempt of the lv (left ventricular) lead, the physician could not find a branch-location combination that did not result in diaphragmatic stimulation. The lv lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, there was blood/body fluid on all conductors (not obstructed); full lead returned and analyzed.